Manufacturer narrative:
Other relevant device(s) are: product ID 8780 lot/serial# (B)(4) implanted: (B)(6) 2017 product type catheter, ubd: 24-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (2750 mcg/ml at 1147.7 mcg/ml) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the  physician performed a successful rotor study but was unable to successfully aspirate from the cap (catheter access port) with high confidence that he was seated properly in the cap.  It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. An abdominal CT (computerized tomography scan) was ordered to evaluate the catheter connection point to the pump.